Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez1200 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the patient needed regular chemotherapy after surgery for colon cancer, and needed to use a PICC catheter to infuse chemotherapy drugs. On (B)(6) 2022, a PICC catheter was inserted into the basilic vein of the right upper limb, and the subsequent chemotherapy process went smoothly. On (B)(6) 2022, the patient found red and swollen right upper extremity PICC catheter insertion site, and came to the hospital for treatment the next day, and was diagnosed with thrombosis around the subclavian vein catheter by ultrasound examination."